Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had delivered one inappropriate shock due to atrial fibrillation. Additionally, the patient was seen in-clinic, and a charge time of 11.3 seconds was noticed in latitude. Boston scientific technical services reviewed latitude data and indicated that the charge times is considered within normal range as it was between 8.9 to 13 seconds and the estimated battery longevity is normal. There were no additional adverse patient effects reported. The device remains in-service.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had delivered one inappropriate shock due to atrial fibrillation. Additionally, the patient was seen in-clinic, and a charge time of 11.3 seconds was noticed in latitude. Boston scientific technical services reviewed latitude data and indicated that the charge times is considered within normal range as it was between 8.9 to 13 seconds and the estimated battery longevity is normal. There were no additional adverse patient effects reported. The device remains in-service.